Manufacturer narrative:
(B)(4). This complaint is linked to (B)(4). (B)(4) is created to capture the intra-op arterial bleed that occurred on (B)(6) 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the intra-op event of significant bleeding at the posterolateral side from the popliteal artery and this bleeding was stopped by packing and the use of vascular clips, total blood loss was 500 ml.

Manufacturer narrative:
(B)(4). This complaint is linked to (B)(4). (B)(4) is created to capture the intra-op arterial bleed that occurred on (B)(6) 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the intra-op event of significant bleeding at the posterolateral side from the popliteal artery and this bleeding was stopped by packing and the use of vascular clips, total blood loss was 500 ml.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: b5.

Event description:
Affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.